Manufacturer narrative:
On (B)(4) 2013, an isi field service engineer (fse) contacted the site to follow up regarding the reported issue. The fse indicated that after the surgical staff spoke to the tse on (B)(4) 2013, they repaired the system by reseating the red fiber cable from the ssc to the psc. It is unknown if the surgical staff cleaned the ends of the red fiber cable prior to reseating the cable. According to the da vinci s system user manual, the red system cable and it's receptacles contain fiber optics. Clean both cable and receptacles by blowing the fiber ends with a generic canned aero duster as needed. The system was able to power on and homed normally. The system was monitored for several cases and there were no recurrences of the reported issue. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2013. The system log revealed that the site began to receive multiple non-recoverable 23 error codes more than 2 hours after the da vinci s surgical procedure had started. Based on the information provided, this complaint is being reported due to the following conclusion: the surgeon converted the da vinci s surgical procedure to open surgical techniques after encountering multiple non-recoverable 23 error codes.

Event description:
It was reported that during a da vinci s nephrectomy procedure, the surgical staff encountered an unrecoverable fault 23 error code with a message indicating that the fiber cable required cleaning. Due to the reported issue, the surgeon made the decision to convert the da vinci s surgical procedure to open surgical techniques. No patient harm, adverse outcome, or injury was reported. After the da vinci s surgical procedure was converted to open surgical techniques, the surgical staff contacted an intuitive surgical inc.'s (isi) technical support engineer (tse). The tse advised the surgical staff to power down the system, and to clean both ends of the red fiber cable and the connections on the patient side cart (psc) and surgeon side console (ssc).